Manufacturer narrative:
Combination product: yes, as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The analysis of the provided trend data, acquired between 6th of february 2024 and 2nd of october 2024 recorded a pacing impedance of 250 ohms and a shock impedance of 75 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that this lead was explanted and replaced due to oversensing. The serial number of the lead is unknown.